Event description:
The customer reported that while the unit was in use on a pt, the unit was placed in standby for 5 minutes. When the unit was taken out of standby mode, the unit failed to autofill and resume pumping. The pt was switched to another unit and therapy was continued. No pt injury was reported.